Event description:
It was reported that one day post xact stent implantation in the left internal carotid artery, the patient experienced a mild exacerbation of receptive aphasia. No treatment was provided and the patient was discharged home. On (B)(6) 2012, during the 30 day follow-up visit, the aphasia was noted to be resolved. There was no additional information provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported patient effect of neurological deficit/dysfunction is listed in the xact stent system instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.